Event description:
ER pt being primed for blood transfusion when rn noted blood leaking from bottom of drip chamber/filter area. When it was primed with normal saline, no noticeable leak was detected.